Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A synergy¿ drug-eluting stent was deployed to treat the lesion. Balloon dilatation was performed proximal to the implanted stent using an emerge balloon catheter. However, after the balloon was deflated, the physician noticed that the stent had deformed. Upon checking the angiography, the stent looked dark or "accordion". The physician then deployed another stent proximal to the damaged stent. The procedure was completed. No patient complications were reported and the patient was doing well.